Event description:
During a robotic-assisted total laparoscopic hysterectomy, the v-care uterine manipulator was inserted into the uterus and inflated. The device helps with removing the specimen which was the uterus. When the manipulator had captured the specimen and the physician was pulling it out of the vagina, the device separated and the specimen remained in the patient. The specimen was able to be grasped with a tenaculum and removed. All of the pieces of the device were also removed. There was no harm to the patient.